Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). (B)(6), a np at the bedside, called into emergency support program line to requesting assistance with a gas loss alarm that had alarmed twice. She stated she had troubleshot the alarm by pressing the start button, which did not resolve the alarm. (B)(6) stated they were currently at the ambulance bay for a ground transport to another facility. She also reported the iabp had been in standby for 5 minutes. Crystal verified there was no blood, flakes or discoloration in the helium tubing and that all connections were secured. Esp team requested crystal to press the iabp fill key and to begin therapy. This resolved the gas loss alarm. (B)(6) reported the patient had just been transferred from a bed to a stretcher, was on the ventilator, had been coughing frequently, and moving on the stretcher significantly. Esp team reviewed the nature of the gas loss alarm with (B)(6) and the transport team and stated that it was most likely due to the above clinical factors. There was no patient harm or injury reported.

Event description:
(B)(6), a np at the bedside, called into emergency support program line to requesting assistance with a gas loss alarm that had alarmed twice. She stated she had troubleshot the alarm by pressing the start button, which did not resolve the alarm. (B)(6) stated they were currently at the ambulance bay for a ground transport to another facility. She also reported the iabp had been in standby for 5 minutes. (B)(6) verified there was no blood, flakes or discoloration in the helium tubing and that all connections were secured. Esp team requested (B)(6) to press the iabp fill key and to begin therapy. This resolved the gas loss alarm. (B)(6) reported the patient had just been transferred from a bed to a stretcher, was on the ventilator, had been coughing frequently, and moving on the stretcher significantly. Esp team reviewed the nature of the gas loss alarm with (B)(6) and the transport team and stated that it was most likely due to the above clinical factors. There was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes), e1 (initial rep name).